Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. Customer attempted to load another cartridge and the alarm occurred again. Additionally, it was reported that multiple malfunction alarms occurred. Customer's blood glucose level ranged between 220 mg/dl and the 300's (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.